Manufacturer narrative:
(B)(4). The customer reported multiple ECG front end failures including 90009, 20004 and 4030. Philips evaluated the device and confirmed the front end failures and found that the device halted upon power up with the message/instruction system failure cycle power error code 20003. There was no report of pt involvement or adverse pt impact. Philips found that a component on the control pca had come out of its socket. Philips reinserted this component into its socket to resolve this issue.

Event description:
The customer reported multiple ECG front end failures including 90009, 20004 and 4030.